Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. The pump was tested after cleaning the keypad traces. The pump was received with operating currents within specification. The pump passed the unexpected restart error test, self test and displacement test. However, the pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and it passed. Unable to perform the occlusion, prime and excessive no delivery tests due to the motor error alarms. The pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and traces of moisture on the lcd assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had to go to the hospital after the insulin pump stopped working. The insulin pump was exposed to moisture after wearing it in the shower. The insulin pump would not turn on. The insulin pump alarmed button error. The customer went to the hospital for needles. Customer's blood glucose level was over 200 mg/dl. The customer was not wearing the insulin pump at the time of the emergency room visit. The customer was off the insulin pump an hour prior. The device was not returned.